Event description:
A customer obtained erroneously elevated alpha-fetoprotein (afp) results on two patients' samples.the specimens were tested at the reference lab using an alternate method and obtained results were lower for both patients. The customer stated the afp results obtained at the reference lab are believed to be correct results, due to patient clinical history and other indicators. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected in sst tubes and were centrifuged at 3,500 rpm for 15 minutes.level I qc was out high on (B)(6)2010 and (B)(6)2010. A system check performed on 03/25/10 met specifications.a field service engineer (fse) was dispatched for an unrelated event and found no specific hardware issues related to this event. The instrument was verified per established procedures and returned to the customer.a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.